Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated high-sensitivity troponin I (tnih) results (> IFU 99th% reference cutoff of 45 pg/ml (ng/l)) obtained on a patient sample on an atellica im 1300 analyzer. The sample was low/normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. The sample was centrifuged for 10 minutes at 3000 g at 15 - 25c. Qc was in range at the time the sample was run and the patient sample results were reproducible. This indicates a sample/patient specific incident. The sample was also low/normal on a second alternate method. Insufficient sample remains for further testing by the customer or by siemens. Siemens cannot rule out heterophile or other non-specific potentially interfering substances in the sample. The atellica im tnih method is a high sensitivity troponin I method vs the alternate methods which are conventional sensitivity troponin I methods. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." In addition, per the IFU, there are cardiac and non-cardiac conditions other than acute myocardial infarction that are known to cause myocardial injury and elevated tni values which cannot be ruled out. No potential product issue is observed. The customer is operational.

Event description:
An elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The discordant result was reported to the physician(s) and was questioned. The sample was repeated on the same analyzer in duplicate and resulted similarly to the initial result. The sample was repeated on an alternate non-siemens instrument and resulted lower. There are no known reports of patient intervention or adverse health consequences due to the discordant, elevated tnih patient results.